Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that plastic chipped off when changing the reservoir and the clock was little off. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting. The insulin pump will not be retuned for analysis.